Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was mildly tortuous, mildly calcified and 90% stenosed. The xience xpedition 3.0 x 15 mm stent delivery system failed to cross the lesion due to the patient anatomy. There was resistance during removal from the vessel. A new 3 x 15 mm xience xpedition stent was implanted to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.